Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after battery was changed on insulin pump due to a blank display, insulin pump received a critical pump error alarm. Customer's blood glucose was 9.2 mmol/l. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. No blank display was noted. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged.